Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was not detected on bus. A field service engineer verified drawer 2.2 row b on the auxiliary was not detected on the bus despite all boards showing proper lights; removed cubies, performed row swap, and rebooted the system. Fse confirmed successful operation in hardware test and application access. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was not detected on bus. Device was rebooted multiple times after server upgrade, but the issue was not resolved. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.